Manufacturer narrative:
Medwatch fields d9 updated. The meter and test strips were returned for investigation, where it was tested using retention controls. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Investigation results: level 1 ¿ 44, 43, 44 mg/dl, level 2 ¿314, 313, 315 mg/dl. All investigation results are within the acceptable range. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection. The investigation did not identify a product problem.

Manufacturer narrative:
The meter serial number was (B)(6). The test strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.

Event description:
There was an allegation of a questionable high glucose result from the accu-chek inform ii meter. At 01:20 am, the result was 399 mg/dl. At 01:25 am, the result was 96 mg/dl. At 02:04 am, the result was 112 mg/dl. At 02:04 am, the result was 163 mg/dl on another device (same puncture site as the value 112 mg/dl).